Event description:
The customer reported the unicel dxc 600 instrument had reagent probe leak. Beckman coulter hotline support was also notified of "cuvette not dry at first reagent dispense" errors via instrument's remote management system ((B)(4)). The leak volume was not determined but was contained within the instrument. No erroneous results generated. No direct exposure reported. Customer was wearing gloves and eye glasses.

Manufacturer narrative:
Beckman coulter hotline support assisted customer to troubleshoot over the phone and found the leak was from the loose tubing fitting at the top of reagent probe b. The leak was determined to be either deionized (di) water or diluted wash solution. Hotline assisted customer to tighten the loose tubing fitting to resolve the issue, no further leaking and no "cuvette not dry at first reagent dispense" errors were observed. (B)(4).